Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2025, an arthrex subsidiary employee reported via email that an ar-1923bc biocomposite pushlock anchor experienced an issue during placement. The hole was drilled, and the anchor was impacted into position. When the anchor was removed by turning it counterclockwise, a "tak" sound was heard on the second turn. Although the anchor continued to turn, upon removal of the anchor handle, it was evident that the metal tip had broken. The suture was pulled slightly and came out completely, but the anchor itself did not come out. The joint was inspected, and the anchor was not found inside. This was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information was received on 10/24/2025: this was discovered during a glenohumeral instability procedure. The case was delayed for about fifteen minutes; however, additional anesthesia was not needed. Additional information was requested.